Event description:
It was reported that during a laparoscopic appendectomy procedure, on the first firing the product advanced slightly and delivered malformed staples and then locked out before completion of the staple line. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested: were the staple line and cut line equal in length? No was it confirmed that the cartridge was properly loaded (was an audible click heard)? Unsure what color cartridge was being used? White was the instrument fired across or near a clip? No were any unexpected noises heard? If so, when? No were any of the forces higher or lower than expected (closing or opening)? Normal what structure was being fired on (meso-appendix, base of appendix)? Appy is the cartridge being returned with the device? Yes was there any patient consequence or change in the post-operative care of the patient as a result of the event? No

Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no malformed staples were noted during functional testing.